Event description:
The hearing aid (h/a) user came to the h/a dispensers office complaining of pain in her ear. The dispenser found a wax guard under the aid at the second bend of the ear canal. The dispenser removed the wax guard. He noticed bruising in the area where the wax guard was. There was no swelling, no bleeding, or no drainage.